Event description:
It was reported that white foreign matter was found on the needle 25ga 1in. The following information was provided by the initial reporter, translated from japanese to english: "this is a report about the following two issues of needle: (1) fm: a white fm was found onto the needle. (2) damaged needle cap: the needle cap was damaged as if it was caused by heat or the like."

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided lot number 200911. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this incident, two microlance needles were returned for evaluation by our quality engineer team. One of the needles presented a drop of epoxy on the cannula surface. Epoxy is the adhesive used to join the cannula to the hub component. The other needle presented a damaged shield; however, no signs of damage to the cannula or hub were observed. It has been determined that a temporary malfunction in the epoxy dosage machine occurred which resulted in a higher quantity of epoxy being added to the cannula. In regards to the damaged shield, the material used to manufacture the microlance needles has been selected and tested to resist normal conditions of use. It has been determined that the damaged shield most likely resulted from defective transport of the shield or hard conditions of storage after the molding stage.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that white foreign matter was found on the needle 25ga 1in. The following information was provided by the initial reporter, translated from (B)(6) to english: "this is a report about the following two issues of needle: fm: a white fm was found onto the needle. Damaged needle cap: the needle cap was damaged as if it was caused by heat or the like."